Manufacturer narrative:
The reported malfunction was observed and attributed to the membrane panel pushbutton. The membrane panel pushbutton assembly was replaced to remedy the problem. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device's main switch was inoperable. Complainant indicated that there was no patient involvement in the reported malfunction.